Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-10-01 h6: investigation summary one open 32g x 4mm pen needle sample and one photo were returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on the returned sample it was observed that no shield was present. Evidence of a teardrop label being applied was observed on the cover. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the pen ndl 32ga 4mm experienced product damage while still considered operable. The following information was provided by the initial reporter: the green shield was found to be missing before use.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the pen ndl 32ga 4mm experienced product damage while still considered operable. The following information was provided by the initial reporter: the green shield was found to be missing before use.